Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who experienced no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, remaining under 500 mg/dl. Technical support provided pump reset instructions, assisted the caller in resetting the pump, and advised continued use of the pump with instructions to reach out if the issue recurs. The customer acknowledged and understood the guidance.